Event description:
Patient came through outpatient center for afib (atrial fibrillation) ablation; perclose closure device delivered to right femoral vein x4 with no issue and transferred to cath lab holding for recovery and then transferred back to sdcc (surgical day care center). Sdcc called with complaints that patient was bleeding and pressure was being held. Abbott perclose prostyle; lot # 5120642; exp: 11/30/27; vascade lot# g612c250526b; exp: 5/19/27. Manufacturer response for closure device, perclose & vascade (per site reporter): the device rep came on site to observe use and provide additional instructions.